Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a through evaluation of the lead was performed. Visual inspection of the lead confirmed a setscrew mark on the terminal pin and terminal ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed; the lead failed due to dried blood in the lead lumen, concentrated in the tip area. The lead model 4555 was designed with an open tip, thus, enabling body fluid contamination. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during a follow up visit; this left ventricular lead exhibited loss of capture and high thresholds due to dislodgement. The patient experienced fatigue due to the loss of bi-ventricular therapy. A revision procedure was performed; the lead was attempted to be repositioned, however, the lead could not be positioned appropriately. The lead was removed and the decision was made to plug the left ventricular port of the device. An epicardial lead was to be implanted in the near future. The explanted lead was returned for analysis. No adverse patient effects were reported.